Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the implant, helix extension was observed. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.